Manufacturer narrative:
(B)(4).

Event description:
A resolute integrity stent was implanted in a patient. It was subsequently noted that the device had been used approximately 10 days past its expiration date. The device had been removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. No patient injury reported. Patient is reported to be doing fine.